Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Event description:
A report was received stating a ventilator generated a blank lower display during patient use. The patient was removed from the ventilator and placed on an alternate device. There is no patient harm, death or serious injury associated with this event.